Event description:
The customer reported monitors are blank at boot up and system interface reads aa. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter board. System operates as intended. (B)(4).